Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Attempts have been mae to obtain add'l info, at this time add'l info has not been received. (B)(4).

Event description:
A surgeon reported a case of an abraded cornea, post laser assisted cataract surgery. Surgeon discussed with a peer physician the possible etiologies and mechanisms for corneal abrasions following arucate incisional keratotomy. Attempts have been made to obtain add'l info, at this time add'l info has not been received.